Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no instrument errors occurred at the time of the event. The customer confirmed that they were using the correct mean normal prothrombin time (mnpt) and international sensitivity index (isi), however, the calibration curve was found to be flagged as "not validated". After the siemens technical application specialist (tas) had the customer validate the calibration curve, the customer no longer observed a discrepancy between instrument inrs and manually calculated inrs. As the rerun pt and inr results were obtained at a later time, sample aging and preanalytical issues both cannot be ruled out as potential reasons for the higher repeat results. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported that the prothrombin time international normalized ratio (inr) results generated by the customer's sysmex cs-2500 system using dade innovin reagent did not match the inr results that were manually calculated by the customer. The customer manually calculated the inr results because the inr results generated by the instrument were lower and did not match the corresponding prothrombin time (pt) results. The falsely low inr results given by the instrument were reported to the physician(s). A siemens technical application specialist (tas) calculated a new mean normal prothrombin time (mnpt) for the customer and had the customer validate the calibration curve. The customer then reran the affected samples and the inr results better matched the pt results after the new curve was validated, and no differences were observed between the instrument inrs and calculated inrs. There are no known reports of patient intervention or adverse health consequences due to the falsely low inr results.